Event description:
It was reported that during an oracle procedure, according to the surgeon, the medium and large adjacent dilators were auto rotating adding time to the procedure. Also the surgeon can see more radiolucency in the new ones. The retractor handle was placed directly over a nerve and penetrated the disc space with no harm to the patient. Surgeon did not reposition the retractor. The quick release t-handle was used with the oracle trials and were sticking to the handle. The surgeon was pleased with the completed procedure. This is 4 of 4 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 4 of 4 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.